Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During power-up, the thermogard console (sn (B)(4)) displayed tcmid:02 (ce danfoss error) message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.